Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/09/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/25/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual examination of the pump, the keypad cover was observed to be torn over the ok button, exposing the button contact. During testing, all of the keypad buttons were intermittently unresponsive and required multiple presses to engage. The ok keypad button was also difficult to press. The keypad cover was removed and contamination was found under all button contacts. The ok button contact was also inverted.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the user was experiencing an unidentified issue with the pump keypad buttons. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad button response issue.